Event description:
Customer reported the system was displaying an fsck error message and rebooting itself. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and rebooted the system several times. System operates as intended. This MDR is related to ge healthcare complaint number.